Manufacturer narrative:
The hill-rom technician found the siderail latch was stuck due to linens in the way. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician moved the linens to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom stating the siderail wasn't latching. The bed was locating at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).